Event description:
It was reported that a user experienced sustained hyperglycemia while using the ilet with an inset infusion set, with a sensor-reported value of 400 mg/dl and a confirmatory fingerstick of 326 mg/dl that trended down after infusion site change. Customer care provided support that included a follow-up call, advisement to change the infusion site, and walkthrough of a full supply change. Investigation of this case revealed a bent cannula at the infusion site, which is consistent with impaired insulin delivery leading to high glucose. Symptoms included polyuria associated with and consistent with hyperglycemia. Outcomes included guided supply change without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear prior to inspection but is consistent with infusion set cannula bending and resultant under-delivery. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.